Event description:
It was reported the patient developed orthostatic hypertension after their device was implanted in (B)(6), 2010. It was stated the patient did not blame the device but asked if blood pressure would be worse if the devices were turned off. It was noted the patient¿s blood pressure went up too high to 214 the night prior to report when the patient laid down. It was stated the patient checked their devices the morning of report and they were turned off. It was reported the patient¿s stimulation was turning off and the patient did not know how their device got turned off. It was noted the patient had dyskinesia which is what prompted them to check their devices. Reportedly, the patient stated their devices turned off every time they went to their healthcare provider to get their devices checked, which most recently was a few months prior to report. It was noted when the patient had their devices checked at the healthcare provider office they had gone back to factory settings and had to be reprogrammed. It was stated this occurred with both of the patient¿s doctors. Reportedly, the patient¿s therapy was still helping with their symptoms. It was later reported the cause of the event was unknown and there were no abnormal impedances. It was stated the patient was confused regarding the use and understanding of their device and was unsure how to interpret off versus on or how to access the implantable neurostimulator (ins) information. It was noted the patient may have turned their device off on accident when they tried accessing. Reportedly, education was provided in person to the patient and their spouse for the use of their access device. It was stated the patient¿s battery was checked and showed no abnormalities that the device. It was also stated they checked that the device was on 99 percent of the time since it was last checked so they were unable to confirm if the device was actually off. It was noted the patient had symptoms of fatigue but that was chronic and it was stated the patient¿s outcome was no injury. Reference manufacturer report # 3004209178-2013-12525.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v388252, implanted: (B)(6) 2010, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v251538, implanted: (B)(6) 2010, product type: lead. (B)(4).